Event description:
Caller reported a minimum fill notification associated with their insulin pump. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to remove the pump from its case and clean the pneumatic tap area but initially did not resolve the issue by reloading the same cartridge. Technical support guided the caller through filling and loading a new cartridge, which successfully resolved the problem. Customer was then assisted with placing the pump back into its case and was able to resume insulin administration.